Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Implanted the 18mm mh cup and fixed insert trial. Attempted to fix a screw again and again after impaction, but couldn't fix by a screw, complete the procedure without insert trial process.